Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred. Additionally, it was reported that the customer received a continuous glucose monitor error 42. During troubleshooting with tandem technical support, the pump was reset, the malfunction alarm was cleared, and insulin delivery was resumed successfully. The customer's blood glucose level was 96 mg/dl.